Event description:
Per the clinic, the patient experienced an infection at the implant site. Subsequently, the device was explanted (specific date not reported) and the patient was reimplanted with another cochlear device (specific date not reported).